Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015 into the thigh. The animas vibe user's guide states: sensor placement is not approved for sites other than under the skin of the belly (abdomen). It was stated that bg meter was 4-5 mmol higher than the cgm value. At the time of contact, no injury or medical intervention was reported.